Event description:
Upon receipt of additional information, this report will be completed under manufacturing report number 3007963827-2021-00320.

Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 3007963827-2021-00320.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the original packed device was dirty. Attempts to obtain additional information have been made; however, no more is available at this time.